Event description:
It was reported that a no disposable alarm occurred. The patient turned the pump on and back on, but the no disposable alarm returned and the pump wont run. Then the patient was instructed to clamp the tubing and turn off the pump. Cassette removed, tubing rubbed, tapped on a hard surface and repeated, replaced cassette, unclamped tubing and powered pump back on. Pump displayed run. No patient injury was reported.

Manufacturer narrative:
The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.